Event description:
It was reported that the trocar broke during implantation of the second stent from a trabecular microbypass stent system. Per report, the trocar remnant was removed intraoperatively from the operative eye with no report of injury to the patient. The report noted that the procedure was completed successfully. Additional information is being requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There was one additional similar issue reported for the specified lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).